Manufacturer narrative:
(B)(4). PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a transurethral lithotripsy (tul), prior to insertion into the patient, the physician conducted a functional check of the ncircle tipless stone extractor and found that the basket did not open/close well. The shape of the opened basket was incorrect. Another device was used instead and the procedure was completed successfully. No adverse events have been reported as a result of the alleged malfunction.

Manufacturer narrative:
Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed. This included a review of complaint history, the device history record, instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. The device was returned with the handle in the closed position. The device was returned with the basket formation partially opened. A visual examination noted approximately 3 mm of the basket coil is protruding from the basket sheath. The collet knob is tight and secure. The male luer lock adapter (mlla) is finger tight. The polyethylene terephthalate tubing (pett) measures 2.7 cm in length. A functional test determined the handle actuated the basket formation to the closed position, but does not expand completely. The basket formation was visually observed to have crossed wires and noted the knot has come apart. Debris was noted on the basket wires, indicating device has been used. A review of the device history record found no non-conformances associated with the complaint device lot number. A review of complaint history records revealed this complaint is the only one associated with lot number 8658379. A review of the relevant manufacturing documents concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The instructions for use (IFU) includes the following information in the precautions section: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. The complaint device was found to have a basket that was closed and could not be opened fully. The knot at the distal end of the basket was also found to be deformed. Residue on the basket wires indicates the device was used, contrary to the event information. The provided information states the user is experienced with the device and that handling is not likely to have been an issue. The cause for the failure of the basket to fully open and the damaged basket could not be determined. A quality engineer risk assessment was conducted to assess the risk of this failure mode and concluded a change is not required, thus no risk reduction activities are required at this time. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
No new patient or event information has been received since submission of the last report on 16-jul-2018.